Event description:
It was reported that during a percutaneous coronary intervention, a balloon rupture occurred. The details of the lesion are unknown. The 4.5x15mm quantum maverick balloon was inflated to ten atmospheres on the first inflation with no issue. On the second inflation the balloon was inflated to sixteen atmospheres and ruptured. The balloon was removed intact. The procedure was completed without replacing the catheter after this event. The patient status is listed as good with no complications reported.

Manufacturer narrative:
The complaint device was not returned to bsc for analysis. The manufacturing records were reviewed and no issues or discrepancies were found and met all specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).